Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99137. Supplemental rationale, corrected data: b5, h6, h11, 111 previously reported events were included in this follow-up record. Product return status, 93 devices were evaluated based on historical data analysis. 18 devices were received. Evaluation findings (results/components) 93 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 2 devices: lubrication problem identified, overheating problem identified / bearings. 13 devices: no device problem found / part/component/sub-assembly term not applicable. 1 device: lubrication problem identified, no device problem found / bearings. 1 device: degradation problem identified, no device problem found / part/component/sub-assembly term not applicable. 1 device: degradation problem identified, overheating problem identified / bearings. Product disposition, 25 devices: product not received, 82 devices: scrapped by stryker, 4 devices: archived by stryker.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 111 events for the failure: overheating of device. - 89 events had problem identified during non-clinical procedure; there was no patient involvement. - 19 events had no health consequences or impact. - 3 events had problem identified before clinical use/exposure; there was no patient involvement.

Event description:
This report summarizes 111 events for the failure: overheating of device. - 89 events had problem identified during non-clinical procedure; there was no patient involvement. - 19 events had no health consequences or impact. - 3 events had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 111 events were reported for this quarter. Product return status 19 devices had investigation types that have not yet been determined. 92 devices were received. Additional information 111 devices were not reprocessed or reused.